Manufacturer narrative:
(B)(4). Two (2) samples of code 410944 weckvista access balloon port 10mmx70mm from batch 73c1400031 was evaluated for the failure mode reported "balloon ruptured". Samples came in closed with the original package. Visually defect could not be confirmed. Functional inspection was conducted using a syringe to inflate the balloon on the port to 30ml of air. Balloon was tested per gs-0186tec and passed the test. The balloon was also inflated to 15 cc of sterile liquid and left for 2 hours. The balloon did not rupture or dislodge. An additional test was done were using the clamp ring to dislodge the balloon. By hand we press the clamp against the balloon. At first no results but after placing the port down the balloon dislodged. Per our manufacturing procedure port meets all gs-0186 tec requirements and did not fail functional tests. Only by misusing the device we were able to cause a rapture in the balloon. The defect reported was not confirmed. Taut personnel were made aware of this event.

Event description:
Complaint alleges: the balloon that ensures the gas tightness ruptured. The balloon got dislocated from the trocar, causing its rupture, while the urologist was manipulating the optical trocar. A different trocar was used successfully. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lak of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Complaint alleges: the balloon that ensures the gas tightness ruptured. The balloon got dislocated from the trocar, causing its rupture, while the urologist was manipulating the optical trocar. A different trocar was used successfully. No patient injury reported.